Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported that he changes his wafer seven (7) days and uses allkare adhesive remover and protective barrier wipes to his peristomal skin. He also stated that he applied triple antibiotic ointment to the red rash like area. The end user was instructed to cut the white tape collar off of his left side until samples are received. He was also instructed on cleansing his skin with a soap that does not contain any lotions; moisturizers or creams. The end user was educated on crusting with sh powder and water or allkare protective barrier wipes. It was recommended for the user to use the cut to fit durahesive skin barrier without tape collar and convex insert. The end user was advised to follow up if area does not improve or he has any questions. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted.

Event description:
The end user reported he has a red rash like area under 60 percent of the white tape collar on his left side moving inward toward the mass. He also reported that he does experience itching from the area.